Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the ops check. There was no patient involvement.

Manufacturer narrative:
This case has been found to be a duplicate of pr 9136094, reported as emdr number 1218950-2019-02484; coding above has been completed to match that of investigation of pr 9136094.